Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("I have pain in my pelvis during intercourse also") and myalgia ("my pelvic muscle nerves are constantly tensed up, which is why I have so much pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, dyspareunia and myalgia outcome was unknown. The reporter considered dyspareunia, myalgia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one were reported from social media report : pelvic pain female, I have pain in my pelvis during intercourse also, pain muscle. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("I have pain in my pelvis during intercourse also") and myalgia ("my pelvic muscle nerves are constantly tensed up, which is why I have so much pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, dyspareunia and myalgia outcome was unknown. The reporter considered dyspareunia, myalgia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one were reported from social media report: pelvic pain female, I have pain in my pelvis during intercourse also, pain muscle. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.